Event description:
It was reported that the down arrow and ok buttons were intermittently activating the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval and evaluated. The keypad appeared to be intact; however, the down and ok buttons were intermittently responding to user inputs, the key contacts were inverted during testing and there was evidence of contamination under the all key contacts.